Event description:
It was reported that customer saw continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return, and then successfully started new sensor session; no additional information was received regarding the outcome of the event.